Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. One device was received. One event was duplicated during testing. One device was affected by corrosion. Two devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device overheated. Two reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: h10. 2 previously reported events are included in this follow-up record.   Product return status: 2 devices were not available to stryker for evaluation.    Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device overheated. 2 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.